Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5094549. Product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(4); batch: 341020.

Event description:
It was reported that the patient was experiencing inadequate stimulation coverage due to lead migration. It was noted that the patient had a fall and the lead dislodged. The patients lead curled up in the pocket site. The patient underwent a revision procedure wherein the pocket site was reinforced and the migrated lead was replaced. The patient was doing well post operatively. The explanted lead was not returned.